Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The cause of the device failing downstream occlusion testing was determined to be the force sensor readings out of range. The force sensor was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed testing for downstream occlusion as it was out of specification when tested by the biomed. There was no patient involvement. No additional information is available.